Manufacturer narrative:
(B)(4). Concomitant medical devices: tobraymycin bone cement catalog#: 6197-9-010 lot#: ni, biomet finned pri stem 40mm catalog#: 141314 lot#: 508570, bmet regenx pri tib tray 75mm catalog#: 141274 lot#: 461090, e1 vngd crl tib brg 71/75x10 catalog#: ep-183540 lot#: 207680, vanguard cr por fmrl-lt 72.5 catalog#: 183073 lot#: 087860. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient was revised due to pain. When the surgeon attempted to extract the patella, the pegs sheared off and remained in the patella. Surgeon was able to remove the pegs from the patient's patella.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient was revised due to pain. When the surgeon attempted to extract the patella, the pegs sheared off and remained in the patella. Surgeon was able to remove the pegs from the patient's patella. Extensive synovitis, scarring and calcification of scar tissue with in the lateral gutter was removed.

Manufacturer narrative:
Reported event was confirmed by review of the revision operative notes. Revision operative notes provided state that patella pegs were fractured and patella came off easily and the pegs were separated from the underlying body of the patella. There was extensive synovitis and scarring. Device history record was reviewed and no discrepancies were found. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.